Manufacturer narrative:
(B)(4). This MDR was submitted on (B)(6) 2011; however, due to a failed ack3, this MDR is being resubmitted on (B)(6) 2011. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received and investigated. The reported issue was not confirmed. The power cord was in good condition, without any damages. No electricity was found on the device housing. After opening the device all grounding points were measured. All readings were within range. No shock experiences or observations were noted during empirical electric shock test. The root of complaint was not determined. The hc device works like intended.

Event description:
A customer contacted baxter to report that there was electric leakage on the homechoice (hc) device during startup. The patient wanted to swap the hc device. The patient felt a jolt (of shock) on the hand when she touched the door handle while she was standing. The patient had house slippers on. The hc machine is cleaned with damp cloth when the hc device is powered off. Bleach is used as the solution. The hc device was plugged into a grounded outlet, and the power cord with the protective earth pin (3rd prong) was in place. There was no patient injury or medical intervention reported during initial contact.